Event description:
It was reported while using the bd phoenix¿ ap the user noted that the instrument's arm failures and incorrect tube installation caused contamination. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint on contamination due to a pipettor being stuck on tubing associated with phoenix ap instrument was reported. The field service engineer (fse) was dispatched on site. The fse found that the dispensing tube was interfering with pipettor and pipettor was caught near the dispensing arm. The instrument was powered down and the tubing was cleared away from the pipettor. The pipettor and dispensing arms were moved to the home position and the instrument powered on. The instrument initialized with no issues and return for customer use. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. The service history review was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted that the instrument's arm failures and incorrect tube installation caused contamination. No health impact or consequence reported.